Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, the iol optic was found to be cracked after insertion. The surgery was performed and completed without product replacement.

Manufacturer narrative:
One opened handpiece was received for the report of cracked iol. The returned sample was visually inspected and found to be conforming. A dimensional plunger position height check was performed and was found to be conforming. A functional thread to barrel engagement check was then performed and was found to be conforming. A video of the surgery was shared over share point and has been reviewed by the investigation site. Cracks were observed on the lens, however, how the cracks occurred could not be determined. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and dimensional inspections and functional testing associated with the reported event, therefore the reported complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).